Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt has cancer and asked if chemo or other treatments will affect their device. Pt states "it is no longer running." No symptoms were reported. Patient reported they knew it was no longer running because it stopped charging up. Patient reported they tossed the charger and plan to remove device.